Event description:
It was reported that a female patient who had a 325cc mentor memorygel breast implant experienced baker grade iii capsular contracture post procedure. As a result, explant was performed on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 13, 2022. The event date was clarified to be (B)(6) 2021. The mentor failure analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4), on (B)(6) 2022, mentor became aware that it erroneously submitted the incorrect g3 value (date received by manufacturer) with the initial report. The correct value is: (B)(6) 2021.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 24, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).